Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. The numbers were not rolling, ramping on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.